Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 11 bd pen ndl 32g 4mm were unable to prime and had product damage issues. The following information was provided by the initial reporter : the consumer reported that during the flow check no insulin came out of the needle with 10 needles reported and 1 pen needle without a non patient end. Date of event : 08/23/2021 sample status : discarded.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 11 bd pen ndl 32g 4mm were unable to prime and had product damage issues. The following information was provided by the initial reporter : the consumer reported that during the flow check no insulin came out of the needle with 10 needles reported and 1 pen needle without a non patient end. Date of event : (B)(6) 2021. Sample status : discarded.